Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.0.1 product ID: 9735737, version #: 2.0.1 h3) the manufacture representative went to the site to test the navigation system. No hardware parts were replaced. Codes: b01, c19, d14 the software team reviewed the logs. The system logs captured that the segfault in qmlguiservice. The application logs captured that the suretrak calibration window popped to the user, and the user closed the pop-up. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes: b01, c10, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that after registering the patient, the system crashed when the surgeon proceeded to the navigation screen. First, the 3d model disappeared, and then a linux desktop screen was displayed. The manufacturer representative (rep) used the menu in the top right hand corner of the screen to restart the system, but it got stuck and displayed, ¿no video input.¿ the rep had to perform a hard reboot by holding the power button. Once restarting, the registration was saved and still accurate. The surgeon and rep proceeded to navigation but not long after, the ¿calibrate suretrak¿ message popped up on the screen despite there being no suretrak arrays in sight as they were not going to be used in the procedure. The rep closed the message, and it didn¿t appear again. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.